Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged black power cable was confirmed. Visual inspection of the returned hm3 system controller, serial hsc-017617, revealed a tear on the silicone jacket of the black power cable exposing the shielding. The controller was functionally tested and passed all tests without any issue. The controller was connected to a mock circulatory loop for an extended period of time and no alarm was reproduced. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient went for routine follow up. Patient reported damaged black power line on the controller. The outer layer and maybe one of the isolation of conductor layer were involved. The pump was working as expected without any issues. Controller was exchanged and will be returning.